Event description:
On (B)(6) 2013, at (B)(6) the customer reported that while using a cardiohelp (article number 70104.8012; serial number (B)(4)) on a patient, the blood saturation (svo2) value read 41%. A sample sent to the lab had results of 52%. This value was outside the amount of variance the customer was trained to expect from the unit. (B)(4).

Manufacturer narrative:
(B)(4). The field service technician (fst) was unable to verify the problem. The fst performed a function test of the venous probe; the probe had no functional defects. The fst performed a calibration of the venous probe with the service tool software, performed a complete preventive maintenance, and performance and function tests, which all passed. (B)(4).